Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection broke off and fell into the patient. The broken fragment could be retrieved successfully but the failure led to a delay of approx. 30 minutes due to the removal of the fragment. The intended procedure was completed with another similar device and there was no report about harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the customer¿s reported failure was confirmed. The insulation insert of the sheath was completely broken off. In addition, the sheath was deformed to such an extent that the loop of the electrode touches the cutting edge of the insulation insert. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the likely causes of the reported event are as follows: thermo-mechanical fatigue; wear and tear 3. Improper handling (impact, shock) furthermore, the deformation/scratches observed on the device are likely due to excessive force. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to a1 and g2 to provide information that was inadvertently not included on the initial medwatch. Information has been added to d8 and d9. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.